Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event was not reported. On an unreported date, the patient began treatment for the event with an unspecified drug infusion (dose, frequency, and route was not reported). At the time of this report the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.